Event description:
It was reported, the rigid video scope had an error b32. The issue occurred during preparation for use and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, video cable broken and welding of insertion section was corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken video cable. The event can be prevented by following the instructions for use which state: safety information notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had an error b32. The issue occurred during preparation for use and was completed with a similar device. There were no reports of patient harm.